Event description:
The physio-control field service rep was performing a loaner inspection on one of her devices and found that the device would not recognize the therapy cable, and therefore, it could not deliver energy if it was needed. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that a plug, designator p14, was not seated correctly. After repair, the device will be returned to the customer for use.